Event description:
It was reported that the dependent patient presented to the hospital experiencing syncope. An ECG revealed that the pulse generator exhibited capture anomalies. The device was reprogrammed.

Manufacturer narrative:
UDI (di): (B)(4).